Event description:
It was reported that a ventilator had a battery failure. The device was not in use at the time of the event. No philips engineer went to the site, and the customer repaired it by himself. The battery was replaced, and the issue was resolved.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).